Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient had ¿bladder spasms¿ and had been unable to sleep at night. The patient went to the hospital where a catheter was placed. The reporter did not see the need to have the patient¿s implantable neurostimulator (ins) on since the catheter was placed and wanted to turn off the device. It was noted that the patient did have bladder spasms before implant of the ins and it was hoped that the device would help that issue. The patient was on medications baclofen for the spasms and on ditripan[?]. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.